Event description:
On the event date, the pt reported in the past month she has had 5 occlusion errors on her insulin infusion device and has had elevated blood glucose readings as high as 200-300 mg/dl. Her normal range is around 150 mg/dl. Symptoms are thirst, irritability, and fatigue. She stated she bolused 3 units of insulin 15 minutes ago. She said her current reading is 235 mg/dl. She is not currently experiencing an occlusion, but received one at 2am today and one two days prior. She changed her headset, tubing, and cartridge and discarded the used infusion sets. She said she changes her headset every 3-4 days and the tubing weekly. She was advised to change her headset every 3 days and the tubing at least every 6 days. She uses her hip and abdomen as site locations and rotates as recommended. She said her scar tissue is not "too bad". She said she usually changes her adapter every year and last changed it 3 months ago. Troubleshooting did not find any product issues. The pt requested a replacement infusion device. On f/u with the pt, she stated her blood glucose has returned to her normal range. Product was replaced and requested to be returned for eval.